Manufacturer narrative:
The customer¿s report that the devices reset when gently bumped or rolling over a door threshold was confirmed in the video provided by the customer. The exact root cause of the reset could not be determined.

Event description:
It was reported that the anesthesiologists have stated that the devices reset when gently bumped or rolling over a door threshold during patient transport o the ICU.

Manufacturer narrative:
Although requested, the affected product has not been received. A video of the product concern was provided and a follow up report will be submitted. The root cause of this failure was not identified. Patient age and dob requested but not provided.

Event description:
It was reported that the anesthesiologists have stated that the devices reset when gently bumped or rolling over a door threshold during patient transport to the ICU.